Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ 3/10ml insulin syringes experienced the cannula breaking off. The following information was provided by the initial reporter: animal clinic reported needle/shield separation from the barrel when removing the shield.

Event description:
It was reported that 3 bd ultra-fine¿ 3/10ml insulin syringes experienced the cannula breaking off. The following information was provided by the initial reporter: animal clinic reported needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
H.6. Investigation: customer returned several images of 4 syringes with 0.3ml graduation markings but no other identification. The syringes had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrel or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch# 1123341. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated.